Event description:
It was reported that the 9600emi system c-arm will not rotate. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to reinstall the rotation motor that came loose. Reinstalled the motor. The system was tested and found to be working as intended and placed back into service.